Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-oct-2020. The most recent information was received on 29-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('very painful and heavy menstrual periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced dysmenorrhoea (seriousness criterion medically significant), fatigue ("chronic fatigue / very fatigued"), cognitive disorder ("cognitive disorders"), sleep disorder ("sleep disorders"), myalgia ("muscle pain"), ear pruritus ("itching in the ear canal"), loss of libido ("loss of libido"), anaemia ("anaemia"), dyspnoea ("shortness of breath"), abdominal distension ("bloating"), aphasia ("difficulty finding words"), arthralgia ("joint pain (hands, neck, shoulders)") and dry skin ("dry skin") and was found to have weight increased ("weight gain"). At the time of the report, the dysmenorrhoea, fatigue, cognitive disorder, sleep disorder, weight increased, myalgia, ear pruritus, loss of libido, anaemia, dyspnoea, abdominal distension, aphasia, arthralgia and dry skin outcome was unknown. The reporter provided no causality assessment for abdominal distension, anaemia, aphasia, arthralgia, cognitive disorder, dry skin, dysmenorrhoea, dyspnoea, ear pruritus, fatigue, loss of libido, myalgia, sleep disorder and weight increased with essure. The reporter commented: the patient is very fatigued because of anaemia with daily pain interfering with day-to-day life. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('very painful and heavy menstrual periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced dysmenorrhoea (seriousness criterion medically significant), fatigue ("chronic fatigue / very fatigued"), cognitive disorder ("cognitive disorders"), sleep disorder ("sleep disorders"), myalgia ("muscle pain"), ear pruritus ("itching in the ear canal"), loss of libido ("loss of libido"), anaemia ("anaemia"), dyspnoea ("shortness of breath"), abdominal distension ("bloating"), aphasia ("difficulty finding words"), arthralgia ("joint pain (hands, neck, shoulders)") and dry skin ("dry skin") and was found to have weight increased ("weight gain"). At the time of the report, the dysmenorrhoea, fatigue, cognitive disorder, sleep disorder, weight increased, myalgia, ear pruritus, loss of libido, anaemia, dyspnoea, abdominal distension, aphasia, arthralgia and dry skin outcome was unknown. The reporter provided no causality assessment for abdominal distension, anaemia, aphasia, arthralgia, cognitive disorder, dry skin, dysmenorrhoea, dyspnoea, ear pruritus, fatigue, loss of libido, myalgia, sleep disorder and weight increased with essure. The reporter commented: the patient is very fatigued because of anaemia with daily pain interfering with day-to-day life. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.